Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Complaint sample was evaluated and the reported event was not confirmed. This complaint was not confirmed as the contacted carrier tnt indicated that goods were signed in as in good condition by the customer. DHR was reviewed and no discrepancies related to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The complaint was not confirmed, device analysis confirmed that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Implants delivered in damaged packaging.